Manufacturer narrative:
No device was returned for review. Photographs of the explanted femoral head and liner were provided which shows that couple of pieces from the rim of the liner fractured off. No further evaluation is possible using the photographs provided. Device history records of the liner cannot be reviewed since the lot number is unknown. Operative notes dated (B)(6) 1988 confirm that the patient underwent right total hip replacement due to osteoarthritis secondary to congenital dislocation of the hip. Office visit notes dated (B)(6) 2015 states that the patient "had not done physical therapy since after the initial right tha". Review of the operative notes dated (B)(6) 2015 confirms that the patient underwent revision due to significant polyethylene wear with oxygenation and fragmentation of the polyethylene liner. It was noted from the notes that there was some abundant hypertrophied synovium consistent with polyethylene wear. It was also noted that there was no impingement or corrosion of any sort. There was some osteolysis noted around the proximal femur and also around the rim of the cup, but it was well contained. It is to be noted that the standard neutral liner was in-vivo for 27 years and it was reported that the patient has high activity level. The head and the liner are found to be compatible. With the acetabular liner being standard polyethylene, and having an in-vivo time of over 27 years, it is probable that it experienced expected wear that likely caused the reported osteolysis. This device is used for treatment.

Manufacturer narrative:
(B)(4). Other device used: catalog #00902602800, versys femoral head, lot #60805700. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to eccentric polyethylene wear.